Event description:
The customer reported that the system would not boot up outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and put back into service.